Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A customer technical support (cts) asked the customer to clean the probe wipe block and run an air blank sample in open vial mode; no dripping was observed. The customer ran a sample in closed vial mode and there were drops on top of sample tube. Cts had the customer bleach the vacuum line and check the foam trap. The foam trap had fluid. The cts had the customer empty the foam trap, replace the fluid barrier filter and run an air blank in open vial mode; there was no dripping. When the customer ran the sample in closed mode, dripping was observed on tube, and a service was scheduled. A field service engineer (fse) spoke with the customer and the instrument was not leaking. The fse advised the user to periodically watch for a leak while running the instrument. The root cause of the leak is unknown. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec), and reported that the probe of the coulter act diff 2 analyzer was leaking diluent on the tubes after running each sample. The customer was wearing gloves when the incident occurred. There was no exposure to open wounds or mucous membranes. There is a risk management plan in place at the facility. Material safety data sheet (msds) were not reviewed; however, they are readily available. No injury, death or change to patient treatment is associated with this event and there is no reported impact to patient results.